Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow was intermittently unresponsive. The patient stated that the up arrow symbol was worn off. The patient confirmed that there was no damage to the keypad and there was no evidence of moisture. The patient reportedly wore the pump in a pocket and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no damage or peeling to keypad. Ok, contrast, up, down keys are intermittently unresponsive. Removed the keypad and found contamination under the all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.